Event description:
Rn administering heparin subq injection with 27gx1/2" 1ml tuberculin syringe. While injecting, heparin syringe appeared to lose pressure, rn described pressure suddenly absent from plunger and so in pushing plunger it quickly advanced, spraying heparin from the injection site. Splash landed on rns face, potential exposure in eyes/mouth. Rn washed face, filed employee report, and went to occupational health.